Event description:
Customer reported hospitalization due to low blood glucose. Customer tried to complete a bolus but the insulin pump did work. Customer followed up with a manual injection. The blood glucose reading at the time of the event was 22 mg/dl. Customer thinks the insulin pump delivered the bolus; she had taken too much insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.